Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument needle holder end actuation cable is broken. Recurring problem already reported on bipolar forceps. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the problem was identified during the procedure. There was no patient injury. The procedure was completed with a backup instrument. No fragments of the device were reported to have fallen out during use on the patient. The problem caused a delay in the surgical procedure of less than 15 minutes.